Event description:
Staff nurse received electrical shock (numbness to left arm), small burn to left index finger and temporary blurred vision. This occurred when plugging a power (mains) cable into the syringe pump bottom case electrical connection port. Device was alarming low (flat) battery.